Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture of device on unspecified side. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.1., d.2., d.4., g.1., g.5., h.4., h.6.

Event description:
Healthcare professional reported rupture of device on unspecified side. The device remains implanted.